Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(6).

Event description:
A hydrothermablation genesys procedure set was used during a hydrothermablation (hta) procedure (initials, age or birth date and weight not known). According to the complainant, during the procedure, a "tubing kinked" error appeared twice after an initial fluid loss error during ablation and this point fluid was observed at the cervix and suctioned but then more fluid was observed. Even though the fluid did not appear hot, a leak could not be ruled out, therefore, the procedure was aborted. Clinical follow up information revealed that there was nothing unusual about the anatomy, the patient was dilated to 8 mm, the patient was pretreated prior to the procedure and no burns were sustained by the patient. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable".